Event description:
It was reported that "the doctor found cuff leakage during using on patient. Then changed new one, no impact on patient". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The complaint sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports: "an actual sample was returned for investigation. Bronchial tube was inflated using endotest for both the clear and blue cuff. The blue bronchial cuff failed as it was unable to maintain its pressure at 25 mbar. The clear tracheal cuff failed as it was unable to maintain its pressure at 25 mbar. The clear tracheal cuff was observed under magnifying camera to observe the leak. Cut marks can be observed on the cuff. In addition to visual inspection, 100% water leak test, inflation and deflation test were performed in manufacturing and such obvious defects would have been observed and taken out as it will fail all the testing at the manufacturing site. Based on the investigation, the defect mode on cuff leakage was confirm. There was cut marks observed on the actual sample - sample received with such damage. This complaint could not be verified as manufacturing related." Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found cuff leakage during using on patient. Then changed new one, no impact on patient". The patient status is reported as "fine."

Event description:
It was reported that "the doctor found cuff leakage during using on patient. Then changed new one, no impact on patient". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.